Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving baclofen (3 mg/ml, 3.02787 mg/day), fentanyl (25 mg/ml, 25.239 mg/day), clonidine (3 mg/ml, 3.0287 mg/day) and marcaine (5 mg/ml, 5.0748 mg/day) via an implantable pump for spinal pain and other chronic/intract pain. The rep reported they were called in to verify a motor stall recovery post magnetic resonance imaging (MRI) and they realized that the patient's pump had run dry. The rep asked the patient about it and the patient said it ran dry last thursday but they had yet to let anyone know. There were no reported environmental, external, or patient factors that may have led or contributed to the event. No actions or interventions were reported. The issue was identified during interrogation. The issue was not resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2019, additional information was received from the rep. The patient's MRI occurred on (B)(6) 2019 at 10:18. The motor stall recovery occurred at 11:00. The patient allowed the pump to go empty because they were unable to get into the office for a refill. The patient was admitted for other reasons and their pain was managed by the hospital.